Manufacturer narrative:
The handpiece was not returned for evaluation. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The phaco tip was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Phaco tips are cleaned several times during the manufacturing process. The root cause of the reported event can be attributed to external factors not related to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported to a company representative during a cataract extraction on a very hard cataract (grade 4) a patient experienced iron fillings that were retained in the eye. Additional information has been requested but not received.

Event description:
Additional information has been received from the company representative stating the issue has been resolved after exchanging the filter in the sterilization unit. There have been no more incidents.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).